Event description:
On (B)(6) 2008, the pt underwent endovascular repair to treat a descending thoracic. Aortic aneurysm was implanted with gore tag thoracic endoprostheses. The pt tolerated the procedure. On (B)(6) 2012, a follow-up computed tomography determined the pt had a distal type I endoleak, no aneurysm enlargement was reported. On (B)(6) 2012, the pt underwent re-intervention and an additional gore tag thoracic endoprosthesis was placed distally. The endoleak was resolved. The pt tolerated the procedure without incident. The pt's proximal aortic neck diameter was report to measure 28mm - 30mm. The intended aortic diameter for the device implanted most proximally is 26mm - 29mm.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for user (IFU) states: adverse events which may require intervention and/or conversion to open repair include, but are not limited to: endoleak. Additionally, the IFU instructs: strict adherence to the gore tag thoracic endoprosthesis IFU sizing guide is required when selecting the appropriate device size. The gore tag thoracic endoprosthesis is designed to be oversized from 7 to 18%. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding, or compression.